Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient underwent a revision surgery (at least 2 staged) for an apparent infection. The bacteriology and history of which were not provided. The revision with stryker components and a tibial cone was performed without complication.

Event description:
The patient underwent a revision surgery (at least 2 staged) for an apparent infection. The bacteriology and history of which were not provided. The revision with stryker components and a tibial cone was performed without complication.

Manufacturer narrative:
Reported event an event regarding infection involving an unknown knee was reported. The event was not confirmed method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: conclusion ¿ the patient underwent a revision surgery ( at least 2-staged) for an apparent infection. The bacteriology and history of which were not provided. ¿ the revision with stryker components and a tibial cone was performed without complication. ¿ one year postoperatively, the patient was having increasing thigh pain. There may be loosening of the femoral component. An infectious work-up and bone scan were to be obtained to evaluate. ¿ there were no obvious abnormalities or problems with the implants or surgical procedure. ¿ continued follow-up and additional clinical data may help ascertain the end result and potential causes for the loosening. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, and the primary operative report and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.